Event description:
It was reported to philips that the system was stuck on philips logo and unable to start-up. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the system could not log into the application and was stuck on the philips logo. Review of the system log file showed that the malfunction in x-ray pc. Upon troubleshooting fse found that the x-ray pc failed to start, and a problem was observed with the indicator led. To resolve the issue, fse replaced the x-ray pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.